Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device revealed that the cautery pin detached. The handle cannula was also detached and had slight evidence of torque marks. Based on the information available and the analysis performed, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been opened. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used in the transverse colon during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the snare loop was closed around a less than 6mm small target polyp, the snare failed to retract. Reportedly, there were no visible issues noted with the handle and the snare was not able to retract after it was removed from the scope/patient. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine. Note: this event has been deemed MDR-reportable based on confirmation of preliminary investigation results received on 25jan2019, which revealed that the cautery pin detached during the procedure and was not purposely separated from the device.